Manufacturer narrative:
An instrument service history review for alinity c processing module serial number (B)(6) revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts for splashing occurrence since the reported incident. A review of tracking and trending data did not identify any related trends for the product for the issue. The alinity ci-series operations manual addresses operator responsibility, biological safety hazards and chemical safety hazards that include wearing personal protective equipment (ppe) and safety awareness where hazards may exist. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The field service representative (fsr) stated splashed bleach to his left eye during the troubleshooting on alinity c processing module. The fsr observed leaking from r1 wash cup on alinity c processing module. The fsr determined leak due to and clogged lower concentration waste tank. The bleach splashed into the fsr¿s left eye during the cleaning of the lower waste tank. The eyes were cleaned and rinsed with water. The eyes were not irritated and discomfort. The fsr used saline eye drops. The customer was wearing ppe at the time of incident but did not wear safety glasses at that time. The customer did not seek any medical attention. No further impact to operator. There was no patient involvement.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) stated splashed bleach to his left eye during the troubleshooting on alinity c processing module. The fsr observed leaking from r1 wash cup on alinity c processing module. The fsr determined leak due to and clogged lower concentration waste tank. The bleach splashed into the fsr¿s left eye during the cleaning of the lower waste tank. The eyes were cleaned and rinsed with water. The eyes were not irritated and discomfort. The fsr used saline eye drops. The customer was wearing ppe at the time of incident but did not wear safety glasses at that time. The customer did not seek any medical attention. No further impact to operator. There was no patient involvement.